Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the rotarex catheter to treat a lower limb thrombosis in superficial femoral position. During the procedure, the catheter tip and part of the spring fell off when the suction was completed and ready to be withdrawn. It was further reported that the catheter was flushed before attempting to retrieve it but catheter was unable to retrieved and got stuck at the plaque. It was further reported that, after several attempts, the catheter fractured and was removed with a grasper. The operation was successfully completed without any adverse reactions from the patient. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the rotarex catheter to treat a lower limb thrombosis in superficial femoral position. During the procedure, the catheter tip and part of the spring fell off when the suction was completed and ready to be withdrawn. It was further reported that the catheter was flushed before attempting to retrieve it but catheter was unable to retrieved and got stuck at the plaque. It was further reported that, after several attempts, the catheter fractured and was removed with a grasper. The operation was successfully completed without any adverse reactions from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided image contains information regarding catheter helix break. After review of the provided images helix break can be confirmed. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.